Manufacturer narrative:
Analysis found that visually, there was no damage or anomalies in the construction of the device. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were; red 14 ohms, red [w/white band] 19 ohms, blue 16 ohms, and blue [w/white band] 20 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts. There was no fault found with the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the response curve from the endotracheal tube was intermittently seen on the monitor during a hemithyroidectomy procedure. The tube was placed correctly according to physician anesthesia. The stimulation probe worked throughout the procedure. The device did not show any signals after complete installations and no respective measures or evaluations were possible. The nerve monitoring device was restarted, all cables were unplugged and replugged, electrode check was redone. Since the device did not provide better performance, another nerve monitoring device was used, the stim probe was changed and the patient was extubated and reintubated. All tests were done again, ticks were all green however, there was still no improvement. The procedure was completed with substantial delay due to renewed tests and full preparation. The vocal cord response of the patient curved at the beginning of the intervention but later on provided an erratic response. The patient seemed fine at the end of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.